Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed a system check passed message. The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and confirmed the complaint. Receiver functional tester: passed all relevant testing. The reported event of system check pass was confirmed via product. A probable cause could not be determined via product. Based on the investigation results this issue has been upgraded from non-reportable to reportable.